Event description:
It was reported that the customer had a reservoir anomaly on the insulin pump. The customer's blood glucose level was 108 mg/dl. The customer stated that 4 resevoir went bad. The customer was advised that we are sending out 2 packs for her troubles. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.